Event description:
Two incidents of accidental removal was reported. One catheter has been dislocated from the ventricle and has been located in the lob of the hepar. Catheter has been dislocated from the ventricle and into the ventricle colon. The customer says that this couldn't be related to the product, but due to the serious incident they, therefore, reported it and ask if we have heard of other incident like this from other units.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.